Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site exposing the receiver/stimulator unit. On (B)(6) 2015 the patient was prescribed a course of oral antibiotics (duration not reported). Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have the device repositioned and a skin graft placed to closed the wound. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.